Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 120 mcg/ml for a total dose of 15mcg/day via an implantable pump for non-malignant pain. It was reported the patient experienced lack of therapy effectiveness and no other events were reported by the healthcare professional (hcp). There were no factors that may have caused, contributed, or may have led to the issue. Diagnostic/troubleshooting included imaging. Actions/interventions included a planned explant. Although it was noted that at the time of report the issue was resolved, it was unknown if the issue had been resolved as the pump explant had not occurred. Although it was noted that surgical intervention occurred, it was noted that the surgical intervention had been planned and scheduled for (B)(6) 2017. It was noted that the pump was planned to be removed due to therapy ineffectiveness on (B)(6) 2017. The pump will be returned for analysis once explanted. The patient's weight was unknown. The patient's medical history included arachnoiditis and neuropathy. The patient's status at time of report was "alive-no injury." The event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product event summary #pli 10: evaluation determined that there was no allegation of a device failure, but investigation is needed because the event was determined to be potentially reportable to a regulatory body. Initiated collaboration with medical safety because MDR specialist assessment indicated a death potentially associated with the device or therapy, indicating the event severity is potentially higher than expected. Review by medical safety determined that this event describes a pump that was removed after 34 months due to "lack of therapy effectiveness." Medical safety assesses the reported event of "lack of therapy effectiveness" and its reported severity as labeled and covered by the known event of return of underlying symptoms per reg14773. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; it remains unknown if the pump caused or contributed to the patient's symptoms. Additional follow up was requested in an attempt to obtain if imaging was performed and if medication was being delivered/running since the pump was implanted 3 years ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the medication was being delivered/running since implant until (B)(6) 2017 when it was replaced with preservative free saline, the patient started experiencing gradual lack or therapy effectiveness since (B)(6) 2017, the patient was having the unit explanted. There was no applicable imaging performed.